Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The patient was hospitalized for the peritonitis event. The cause and treatment for the peritonitis event was not reported. The patient's outcome was not reported. At the time of this report, pd therapy was ongoing. No additional information is available.